Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not pair a freestyle libre 3 plus sensor with the ilet and had already removed the prior sensor; the user replaced it with a dexcom sensor and no further assistance was required, consistent with a communication issue between devices and involving antenna/electromagnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem and intermittent communication failure related to electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.